Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for compact plus system 1. Reference medwatch report with patient identifier (B)(6) for compact plus system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for compact plus system 1. Reference medwatch report with (B)(6) for compact plus system 2.

Event description:
Customer reported he received the following results on 2 different meters within 10 minutes: 33 mg/dl (compact plus system 1) and 121 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.